Event description:
Event was reported to caldera medical by an atty. The patient experienced recurrence, pain, abdominal pain, bowel problems, bleeding, dyspareunia, urinary problems, high white blood count and other injuries as they become apparent. No further info has been provided.